Manufacturer narrative:
Field service engineer (fse) was dispatched to the site on (B)(4) 2009, to investigate the event. The fse replaced the pipettor tip and the ultrasonic's and adjusted the alignments. The fse then performed a wet/dry test on the pipettor which passed within published specifications. The fse also ran high a precision test both through the cta and directly on the access 2 and it passed within expected specifications. The repairs were verified per established procedures and the results met published performance specifications. Hardware is the root cause for this event. This is one of four separate MDR reports related to four pt events associated with a single malfunction report. Reference MDR numbers 2122870-2011-05754, 05756, 05758 for all related events. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 through 10/23/2010 for additional reportable events.

Event description:
The customer contacted beckman coulter inc, (bci) regarding elevated accutni (troponin) result in the risk stratification range for four pts. The results were generated on a unicel dxc 600i synchron access clinical system. The customer re-ran the sample on another instrument and the results were within the reference range. The initial results were reported outside the laboratory. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.